Event description:
When an alarm activated on the ventilator, it did not alarm at the nursing station. The ventilator was in use, and the customer reported there was no patient harm. The respironics service technician confirmed the reported problem. The service technician replaced the main board. Performace verification testing was performed on the ventilator, and all tests passed per operating specifications.